Manufacturer narrative:
G4:14apr2021 b4:(B)(6)2021 attempts were made to obtain further information regarding the device repair information. To date, no further details have been received. The service history record was reviewed, and no repair information was found. The quote expired, no work was performed by philips. No response was received from the customer. The case was closed. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020, date of report: 01dec2020.

Event description:
The customer reported that the unit has no power. The customer reported that the unit was not in use on patient. The customer contacted product support and requested for service repair